Event description:
It was reported that a patient presented remotely with non-sustained right ventricular over-sensing due to post-paced t-wave oversensing on their implantable cardioverter-defibrillator. The patient did not receive therapy during the oversensing. Programming changes were made and the issue resolved. The patient was stable.